Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system lead was exhibiting high impedance. As a result the patient experienced loss of stimulation therapy from the system. Consequently, surgical intervention was taken to replace the patient's scs system lead and stimulation therapy was fully restored.